Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced low blood glucose of 48 mg/dl and treated with glucose tablets. Customer was using the insulin pump within 48 hours of reported event. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Caller alleges that the insulin pump was over delivering insulin. Troubleshooting was performed and caller reported that reservoir was showing the same amount of insulin that was shown on the status screen. Customer was able to upload to carelink. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly noted during testing.